Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 1,750 mcg/ml baclofen at a dose of 410 mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that a catheter event was confirmed on (B)(6) 2017. The catheter could not be aspirated during the pump replacement procedure. The doctor was choosing to bridge the old drug in the catheter using prime bolus feature with a prime duration of 20 hours and 4 minutes. The issue was diagnosed via a revision. No symptoms were reported, the issue was found during normal pump replacement due to nearing elective replacement indicator (eri). No additional interventions were planned. The pump was replaced and the drug in the catheter was being bridged. No further complications were expected or anticipated.